Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm tests. No motor error alarm was noted and the motor passed the motor test. No excessive no delivery alarm was noted. The insulin pump was received with cracked battery tube threads, a broken reservoir tube lip, and a missing reservoir tube seal. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery. The customer had used 8 reservoirs by the time of the report. The blood glucose reading was 400 mg/dl. The customer was assisted in performing a 5 unit fixed prime and stated that the insulin pump alarmed and insulin did not exit. The customer was advised to remove the reservoir from the insulin pump and to disconnect and reconnect the set and reservoir and run a manual prime. The insulin pump alarmed again. The customer received this alarm many times despite set changes. The drive support cap appeared normal and recessed. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.